Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for malignant pain. Consumer reported their ins battery was low and they were trying to charge their ins but they kept getting only 2 coupling boxes filled. This reportedly began the wednesday before the report. During the antenna locate (al), the patient started with 64 and was able to get to 78-80. The patient was sent a replacement recharger (insr) antenna but was still getting the same results with the coupling boxes. It was later reported that they ran an al and the values were 50-76 and they were getting 2 coupling bars. It was reported that the ins felt superficial and it felt like there was a little bit of movement in the pocket. This issue reportedly started on the (B)(6) 2018. They tried troubleshooting with a second insr and was getting 0 coupling bars when starting a normal recharging session. The al with the second recharger showed 66-82-88. Manufacturer representative reported the patient had an x-ray and it was determined that the battery had flipped. A pocket revision was scheduled for (B)(6) 2019. No further complications reported/anticipated.